Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available data did not include any iegms. Thus the reported oversensing with shock delivery was elusive. However the episode recording confirmed that on the (B)(6) 2019, 9 shocks were delivered to the patient. The other electrical parameters did not show any peculiarities. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - after an implantation period of approx. 55 months, oversensing with inappropriate therapies was reported. The physician decided to disable therapy and leave the system implanted.